Event description:
It was reported that the patient had a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and cloudy peritoneal effluent. It was not reported if the patient was hospitalized for this event. On the day of the onset of peritonitis, the patient started treatment with vancomycin (ip, 2g, every five days), ceftazidime (ip, 1g per day) and fluconazole (orally, 50mg per day). Three days after the onset of peritonitis retrained on the proper aseptic technique with the emphasis on the use of the mask during pd therapy. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): six days after beginning treatment, the treatment with ceftazidime ip (1g/day) was ended. Fifteen days after beginning treatment, the treatment with vancomycin ip (2g every 5days) and fluconazole oral (50mg/day) was ended. Should additional relevant information become available, a supplemental report will be submitted.